Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during a stone removal procedure. According to the complainant, during the procedure, the physician captured a 6mm stone fragment inside the basket. The patient had a very narrow ureter and when trying to remove the basket, it became stuck in a stricture. Once the basket became stuck in the patient's ureter, the physician could not open it to release the stone. The physician had to the cut the device by the handle and leave the basket inside the patient. At a follow up procedure, the physician lasered and successfully removed all of basket. The patient's condition following both procedures was stable.

Manufacturer narrative:
(B)(6).